Event description:
It was reported that during thyroidectomy procedure, the device constantly sends false signals, making it impossible to read signals from the laryngeal nerve. The device gives an permanent voice signal and graphic on the screen similar to when there are artifacts recognized. They tried stimulating, but from the response of the device, it was impossible to read the signals. Repositioning of the tube was performed and the procedure was completed without nerve monitoring. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.